Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: is there a failure at the tube system like squeezed (thinner caliber) or an air filter is nearly blocked, the "exhalation obstructed" alarm can occur. An extended frickten at the expiratory valve pin could slow done the expected pin movement and therewith trigger the exhalation obstructed alarm. Correction: device checked and released again. No errors found.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: exhalation obstructed and high peep. Detailed complaint and failure description: vt low could not be achieved.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: exhalation obstructed and high peep. Detailed complaint and failure description: vt low could not be achieved.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: is there a failure at the tube system like squeezed (thinner caliber) or an air filter is nearly blocked, the "exhalation obstructed" alarm can occur. An extended frickten at the expiratory valve pin could slow done the expected pin movement and therewith trigger the exhalation obstructed alarm. Correction: device checked and released again. No errors found. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information.